Event description:
The customer reported that an IV set ballooned at the pumping segment. The pump never alarmed. The rn went to change the tubing and when he opened the pump door, he found the bulging in the pumping segment. No IV pushes or flushes were noted to be given through the line. The tubing was used for primary fluids and an antibiotic. There was no patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4). Patient information requested and all available information is included in sections a and b. This report was filed by the manufacturer. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.